Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery and an "internal battery depleted" alarm condition occurred. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer had previously reported an allegation of a ventilator failing to charge its internal battery and that an "internal battery depleted" alarm condition occurred. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be duplicated. The internal battery charged as designed.